Event description:
Plastic surgical group offers skin treatment facials. Each is 60 dollars. Pt was taken into the treatment room by an esthetician who did a procedure using the blade no 7 called a dermaplaning. Acid is then applied and face is scraped. This took approx 10 mins. Pt returned and has procedure done again. After this (2 days later) pt started to develop lesions. Returned and reported the lesions. The esthetician scraped the lesions with the knife. After this 3rd treatment pt developed lesion over the face that began to drain. Pt returned and showed esthetician the lesions and procedure was done a 4th time. Pt was here seen by a physician. The physician was notified the family physician put them on penicillin for a staph infection. Slash marks could be seen on the skin. Pt is now having to have surgery to correct the damage reporter feels the esthetician doesn't know that they are causing an infection. After the first treatment pt was told to use specific products on their face in conjunction with the treatment.